Event description:
Sorin group (B)(4) received a report that the disposable pump head disconnected from the centrifugal pump driver during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.